Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04255. The pt received two leads with the same lot number. The pt reported the ipg was turning on without prompting. In addition, the pt felt as if one of the leads had migrated, and he was no longer receiving stimulation to his right leg and side which was his main pain area. The pt reported he had left the system turned off for a few months. An attempt to contact the pt was unsuccessful. Follow up identified the physician had explanted the entire scs system.